Event description:
The patient was discharged home on (B)(6) 2012 after a pocket revision was done to prevent impending erosion due to very thin skin. On (B)(6) 2012 patient returned for placement of an svc coil. During the procedure, it was noted this lead had been plugged in the wrong port. After correcting this, excellent ICD and lead functions were noted, along with successful dft testing.